Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had delivered 7 units and set was leaking. Customer reported location of the leak was site. Customer is able to change the infusion set. Customer declined to troubleshoot for high readings since the issue was due to the infusion set. The product was not returned for analysis.